Event description:
Based on add'l info rec'd from a physician on 31-oct-2008, this case initially considered as non-serious was upgraded to serious. Initial and add'l info rec'd from a consumer on 23-sep-2008 and 24-sep-2008 (processed together): a (B)(6) male initiated treatment with hyaluronate sodium [hyalgan] one injection per week, five injections, in (B)(6) 2008 for left knee pain and experienced a "reaction from hyalgan" tree days after his last injection (in (B)(6) 2008). His leg swelled up with fluid from his hip to his ankle to twice its size. He also experienced severe pain and bruising. Therapy with hyaluronate sodium was discontinued. The pt went to an orthopedic surgeon who withdrew 27 cc of fluid. He had the knee scoped the following week and also went to a chiropractor and family physician for treatment. Add'l treatment included cortisone and pain medications. His family physician said the fluid was a reaction to the hyaluronate sodium. The outcome of the events is ongoing. Medical history included hypertension. Concomitant medication included unspecified hypertension medications. No further relevant info reported. Add'l info for hyaluronate sodium from prod technical (B)(4) dated 02-oct-2008 and rec'd by (B)(6) on 09-oct-2008 and 17-oct-2008: no batch number was rec'd on this complaint; therefore, no investigation can be conducted. This complaint will be closed. If a batch number is rec'd. This complaint will be reopened and responded to accordingly. Conclusion: no investigation/no assessment possible. Add'l info was rec'd from the physician on 22-oct-2008: this male pt rec'd hyaluronate sodium [hyalgan] once a week for five injections for degenerative joint disease of his left knee. His last dose was on (B)(6)-2008. On (B)(6)-2008 he experienced marked swelling and inflammation of his knee. A knee culture was done and was negative. Fluid was withdrawn with no relief. He also rec'd an intra-articular injection of cortisone. The event resolved in (B)(6) 2008, and he discontinued treatment with hyaluronate sodium. The physician reported that this was an allergic reaction to hyaluronate sodium. Concomitant medications were provided and the pt had no other medical history. No further relevant info reported. Add'l info rec'd from the physician on 31-oct-2008: this male pt rec'd weekly treatment with hyaluronate sodium [hyalgan] form (B)(6)-2008 to (B)(6)-2008 with five injections. On 02-mar-2008 (previously reported as (B)(6)-2008) he experienced acute hot, red effusion of the knee. He rec'd a culture of the joint fluid on (B)(6)-2008 which was negative. The pt discontinued hyaluronate sodium due to the event and recovered. The physician also reported that he suspected hyaluronate sodium to be related to the event. He reported it was a pseudoseptic reaction to hyaluronate sodium with painful large effusion that was relieved by a cortisone injection. Add'l medical history and concomitant medication was provided. No further relevant info reported. Corrective treatment: fluid drained, he was given intra-articular cortisone, and pain meds. Orthopedic surgeon withdrew 27 cc of fluid, had the knee scoped the following week, and he also went to chiropractor and family physician for unspecified treatment.